Manufacturer narrative:
The reported events of high impedance and high threshold were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination revealed no anomalies with the exception of procedural damage.

Event description:
During the initial implant procedure, increased capture and increase impedance were observed on the right ventricular (rv) lead. A new lead was successfully implanted to resolve the event. The patient was stable with no consequence.